Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On 3-apr-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that when the inside packaging was opened there was moisture inside. The device was not used on the patient. They decided to open a different sheath to use. No patient consequences were reported. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, it can be appreciate a drops of foreign material at the pouch, these drops looks like a water or some kind of adhesive; however, at this time it is not possible to determine the source of the foreign material. Visual analysis revealed an oily substance on the package. Fourier transform infrared spectroscopy (ft-ir) analysis was performed and the infrared (ir) data reveals that the unknown material chemical composition is masking by the packaging material infrared signals that is composed of polyethylene base material, the true nature of the foreign material cannot be ascertained by ftir terms. Based on the preliminary investigation performed, it was confirmed that the ¿moisture/humidity¿ reported by the customer could be related to the silicon coating applied to the hemostatic valve surface. This silicone coating is accidentally migrating to the film section of the pouch due to the quantity applied; since it was found where the hemostatic valve is placed inside the packaging. The issue reported by the customer was confirmed. Due to the condition of the silicone coating, an internal action was opened. A device history record evaluation was performed finished device number 00002059, and no internal actions related to the complaint were found during the review. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that when the inside packaging was opened there was moisture inside. The device was not used on the patient. They decided to open a different sheath to use. No patient consequences were reported. Foreign material inside of packaging is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received photographs of the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).